Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 480 mg/dl. The customer used the backup plan because of high blood glucose. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that air bubbles are created 2 hours after reservoir change. Customer is not home and she is using different sets but problem with air bubbles in reservoir persist. The customer was advised to call back to perform high pressure test.